Event description:
It was reported that: "revision for unstable knee."

Manufacturer narrative:
The following other knee devices were also listed in this report: scorpio nrg ps femoral #9 right, cat# 81-4409r, lot# mjdar9. Series 7000 standard tibia, cat# 7115-0006, lot# mje98m. Scorpio u-dome x3 patella, cat# 73-20-3708, lot# a251. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. An eval of the devices cannot be performed as the devices were not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.